Event description:
The dentist reported a screw fracture in the implant that was placed in tooth site #18. The implant was removed and the site was allowed to heal..

Manufacturer narrative:
Upon the complaint investigator's visual inspection of the returned devices, it was found that a non biomet 3i instrument was lodged inside the implant. The implant has what appears to be biological residue present on the threaded portion, indicative of patient contact. The implant has severe damage and twisting in the area of the flutes due to exposure to a large amount of force. Heavy hand tools and excessive force was required to separate the components. Upon separation of the components, it was noted that there is no fractured screw or portion of a screw present inside the implant. There is no information obtained during the investigation that could confirm that the screw had fractured inside the implant.. No product complaint history could be reviewed for the screw as the item was not identified or returned. The complaint is not confirmed. Definitive root cause could not be determined.